Event description:
The pump was returned to animas for persistent occlusion alarms; pump evaluation revealed a cold solder joint in the force sensor circuit. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed multiple occlusion alarms in the pump history but no evidence of loss of cartridge detection. The pump competed rewind, load, and prime sequences appropriately. During exercising of the pump, the pump alarmed for an occlusion during basal delivery. The pump was opened and revealed a cold solder joint in the force sensor circuit allowing a pcb component to shift and causing the connection to be intermittent.